Event description:
In 2007, the pt stated that, after changing her infusion set and priming the infusion set tubing, she bolused insulin several times before she realized that the tubing was leaking at the luer lock. Her blood glucose had risen to 300 mg/dl,by the time she observed the problem. She did not report symptoms of elevated blood glucose. She then changed the infusion set tubing and bolused 6 units of insulin to correct her elevated blood glucose. She reported that her blood glucose had returned to normal the following day (04/30/2007). She did not report her normal range, but she reported a blood glucose value of 84 mg/dl on monday to be reflective of her normal readings. She conveyed that, she worked late on the night of the event date and her blood glucose values at 7:00 am and 11:00 am the following day, prior to achieving a normal value were 62 mg/dl and 146 mg/dl. She addressed her low blood glucose value by drinking one third to one half cup of orange juice. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.